Event description:
(B)(6) received a complaint report from a durable medical equipment (dme) supplier reporting a pt death on (B)(6) 2011. The dme reported that a (B)(6) in possession of a smart monitor had passed away. The dme reported that the unit was currently in the possession of law enforcement and that the death was being investigated. The available info was limited due to the ongoing investigation. However, the dme reported that it is unk whether or not the pt was on the device at the time of the event but that the investigation is not related to a product failure. The memory download has been forwarded to (B)(4). The apnea monitor's memory download was analyzed by trained associates. It was determined that the smartmonitor was set up with a 16 second delay before recording apneas and a 20 second delay before annunciating and recording an alarm for an apnea condition. The smart monitor was programmed with parameters that were appropriate for recording and alarming for respiration and heart rate events during (B)(6) monitoring. The download shows that the device was in use from (B)(6) 2011 to (B)(6) 2011. Though the memory download shows the unit being in use on the day of the reported event, the download shows that the unit was recognizing and recording apnea and bradycardia events. The smartmonitor 2 device's primary function is detection of central apnea. Its secondary function is measurement of heart rate. The smartmonitor 2 parents' guide (pn 572-4000-00) further states: "the smartmonitor 2 is a monitoring device only. It does not prevent the loss of breathing or heart activity, nor will it restore breathing or heart activity. It will not prevent death. Anyone using the smartmonitor 2 to monitor a (B)(6) should be trained in current (B)(6) cardiopulmonary resuscitation (CPR), which is a proper way to restore breathing and heart activity."

Manufacturer narrative:
Although the unit has not been returned to the manufacturer, it has been concluded based on all of the available info, that the device functioned to specification to recognize a potential event. A f/u report will be filed when add'l info is available.